Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 50mm diameter abdominal aortic aneurysm. It was reported that during patient follow up, on an unknown date, a type ib endoleak was observed. An intervention procedure was performed to resolve the type ib endoleak. The internal iliac artery was embolized with 16 coils and an endurant limb was implanted to extend to the external iliac artery. The event was reported to be resolved. Per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported, and the patient is fine.